Event description:
It was reported that the patient had right lower extremity (rle) ischemia after extracorporeal membrane oxygenation (ECMO) decannulation that required cutdown and open repair by vascular surgery on (B)(6) 2025. The patient was had a post-operative hemorrhage that required a massive transfusion and a delayed chest closure with washout on (B)(6) 2025. The patient was also heparin-induced thrombocytopenia (hit) positive on bivalirudin with radial a thrombosis. The centrimag right ventricular assist device (rvad) was removed on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported peripheral thromboembolism, bleeding, and ischemia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they were transplanted (see MFR#2916596-2026-01546 for outcome information). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arterial non-central nervous system thromboembolism and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.